Event description:
It was reported that a seven day infusor leaked. The device had been filled with fluorouracil. Patient involvement is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from september 13, 2013 to september 16, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not returned; however, a photograph was provided for evaluation. Photographic inspection did not show any signs of a leak. The reported problem could not be verified. Should additional relevant information become available, a supplemental report will be submitted.